Manufacturer narrative:
Safety alert issued by golden technologies to add a secondary lock collar to all units sold from april 2012 through january 21, 2014. The safety alert serial number range for the buzzaround 3-wheel is (B)(4). The serial number range for the buzzaround 4 wheel is (B)(4). The addition of the secondary lock is to prevent unintentional front to rear disengagement of the scooter if the front to rear locking bolt is not centered properly.

Event description:
Consumer states that he has to go down into the garage from his apartment to exit to the street. There is a bump at the end of the exit/entrance ramp that jarred the scooter upon existing. Upon returning to the garage, he further stated that the front to rear lockup on the scooter disengaged on its own causing him to fall. The consumer was not hospitalized but claims neck and back problems.